Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the physical device was not returned for evaluation. However, five photos were sent for review. The photos show the components that make up the flow mate procedural kit. Per the drawing for the flow mate procedural kit (document number: injkit), this is a kitted product and the original manufacturing labels do not get over labeled; the facility that packages the components only places a label on the master carton (outside box). The label on the master carton is the only label that should be referenced for expiration date purposes. Therefore, the investigation is unconfirmed for the labeling issue. The definitive root cause for the reported material rupture could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 11/2020). H11: h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to recanalization procedure, the kit and individual packaging expiry dates were allegedly mismatching. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 11/2020).

Event description:
It was reported that prior to recanalization procedure, the kit and individual packaging expiry dates were allegedly mismatching. There was no patient contact.